Event description:
My mom has an ans spinal cord stimulator for over 5 years. It has been malfunctioning for months and she cannot get anyone to remove it. She has severe painful over stimulation, constant chest pain, electric shocks and while all this is happening she needed to have hip surgery months ago but the doctor has been making her wait because he didn't want to do the surgery with the stimulator in. She cannot sleep or think clearly because of the pain and I feel like this is a life threatening situation. She lives in (B)(6). We just need someone to remove the stimulator so her hip can be repaired.